Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and rtos (real time operating system) cpu assembly coin batteries were evaluated and replaced. The sata cable connection to the hard disk drive was also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.